Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was submerged in water for an extended amount of time and subsequently, the pump shutdown unexpectedly and the touchscreen display was affected. In addition, the pump battery does not charge, there was no impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.